Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow-up showing non-sustained rv oversensing due to far-field p-wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were made. Device remains implanted.